Manufacturer narrative:
Onsite inspection shows that the screws had become loose over time and had backed out. Facility maintenance had been following their own "check list" which was not as comprehensive as the MFR's preventive maintenance guide.